Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the initial activation of the device last week the user reported that she was not getting much gain or benefit with the device. A request for additional evaluations by the audiologist and med-el has been made. The surgeon will follow-up as he deems appropriate.

Event description:
During the initial activation of the device the user reported that she was not getting much gain or benefit with the device. Despite being requested no additional information has been provided by the clinic.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). According to the received information from the field, the recipient did not get adequate benefit during initial activation. The floating mass transducer (fmt) was found to be placed suboptimal. Therefore a revision surgery was carried out adjust the fmt placement. Reportedly the surgery was successful, however no information on audiological outcome has been received. This is a final report.